Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "left total knee. Revision was due to instability. No other information is available from the surgeon or hospital." Spoke to rep, who confirmed that intra-operatively, none of the index implants were noted to be worn, broken, or loose. A cr femur and cs insert were revised to a ts femur and insert with stem and augments.